Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1) burn on insulation at middle of shaft. This does confirm the alleged failure mode of an insulation issue. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.